Event description:
Information received indicates the left siderail will not latch due to a missing latch shoulder belt.

Manufacturer narrative:
The technician replaced the shoulder bolt to repair the stretcher.